Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03443 and 2134265-2015-03534. It was reported that shaft break occurred. The target lesion was located in the tortuous and heavily calcified mid circumflex artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were used for treatment. During a rotational atherectomy, it was noted that the rotawire¿ snapped and a portion was left inside the patient. The physician then implanted a stent in the left main coronary artery and a 2.00mmx 8mm nc emerge® balloon catheter was advanced for post-dilatation. However, during advancing resistance was encountered and it was noted that the shaft of the balloon snapped. The balloon catheter was completely removed from the patient by pulling it out of the guide catheter and the procedure was completed with a different device. No patient complications were reported. Patient's status was fine and the patient was discharged.